Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an abdominal hernia procedure on (B)(6) 2014 and mesh was implanted. The patient experienced pain and bulging which required an unspecified second procedure 8-10 weeks after the initial procedure. The hernia site has gotten worse with bulging, raw skin, thin skin, discomfort and the need to wear support. The patient reported that another procedure will be needed. No additional information had been provided.